Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. It was noted that the patient experienced syncopal episodes; he fainted and fell while walking at home. Pulse generator interrogation revealed an increase in pacing lead impedance and capture thresholds and loss of r-wave sensing on the right ventricular lead. The device was reprogrammed to unipolar configuration resolving the issue. The patient was currently in stable condition and would continue to be monitored normally.